Event description:
It was reported that the roller pump display went blank. The perfusionist power cycled the system and reseated the power cord in the back of the roller pump which resolved the issue. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr), the user facility has declined further assistance with this issue. The reported complaint was not verifiable since the product was not returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.